Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the root cause of this event cannot be conclusively determined with the available information. It is unknown whether patient and/or procedural factors related may have caused or contributed to the event. The subject device was not returned for evaluation as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
Edwards received notification that a patient with a 21mm 11500a pericardial aortic valve presented with thrombus in the prosthetic valve causing 85 mmhg mean pressure gradient after an implant duration of approximately one (1) year. As reported, to avoid a re-intervention, the surgeon decided to treat the patient with heparin obtaining a reduction of pressure gradient to 50 and then to 33 mmhg. The anticoagulant therapy is ongoing in order to progressively reduce the gradient to normal level. The surgeon is following up with the patient regularly. Reportedly, immediately after the implant, for unknown reasons (unknown to the visiting surgeon) the patient remained hemiplegic and aphasic, which is the current condition of the patient. This case involved a patient affected by antiphospholipid syndrome who was (B)(6) at the time of the avr and was operated at a different hospital.